Manufacturer narrative:
Mesa has concluded the investigation of this complaint and determined that the lot meets specification, and additional investigation is in process. Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Customer got 18 back to back positives (faint line) with lot p22024-032 of the cassette. They ran controls and the results were as expected, however, low positive showed up as strong line as well. Customer ran 2 samples that were positive with p22024-032 on a different lot of cassette (p22026-003) and they were negative information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Mesa performed analysis of the confirmed retain false positives and determined that contamination of manufacturing areas was the root cause. Corrective actions have been identified and implemented to control and ensure that contamination events are addressed. No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Customer got 18 back to back positives (faint line) with lot p22024-032 of the cassette. They ran controls and the results were as expected, however, low positive showed up as strong line as well. Customer ran 2 samples that were positive with p22024-032 on a different lot of cassette (p22026-003) and they were negative information reported by user is being reported as required by 21 cfr 803.